Event description:
During service and repair pre-testing, it was discovered that the "noise level was high" on the motor device. This event was not related to surgery. There was no patient involvement, no harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and during functional testing found that the device was loud. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.